Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a winterthur hip implant (catalogue number unknown) on the right side on (B)(6) 2007 and the patient underwent revision surgery on (B)(6) 2007 due to loosening and dislocation.

Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no item number(s) is/are available. Device history records (DHR): the DHR check could not be performed as the lot number was not available. Event summary: patient was implanted with durom on (B)(6) 2007 on right hip. Due to dislocation and loosened cup, patient underwent revision on next day ((B)(6) 2007) and exchanged to winterthur mom hip. Subsequently, patient underwent second revision was performed on (B)(6) 2007 due to dislocation of cup. During revision surgery loosened cup was found. Review of received data: surgical report dated (B)(6) 2017: pre-op diagnosis: dislocated right tha history: patient underwent right tha mom on (B)(6) 2017. No complications. Patient reported while crossing her legs, felt a loud pop and felt her hip shift. X-rays at this time showed a dislocated tha and somewhat vertical orientation of the acetabular component. Operation: open reduction and acetabular revision right tha. 45° inclination angle of cup and 15° anteversion. Metal uncemented size 60 cup was inserted. Size 54 metal head with 0 neck length seated on the stem. Operation completed without any observed problems. Revision surgery report dated (B)(6) 2007: pre-op diagnosis: loose acetabular component right total hip. History: patient had a total hip replacement done about a month ago. She had an immediate dislocation. This was a metal on metal total hip, the underlying diagnosis being acetabular dysplasia and then secondary osteoarthritis. It is stated that excellent reduction was achieved and x-rays looked really very good at that point. Subsequently, the acetabular component again displaced, this time rather than going vertically, it went horizontally. Lt was obvious that this patient's acetabulum was not really suited to an uncemented unfixable metal on metal component and therefore the plan was to revise this to a cross linked polyethylene acetabular component with an outer shell that could be screwed in place. Operation: cup had no bony in-growth. Femoral component was absolutely solid. Mom head was removed. Multi holed acetabular component was fixed with 3 screws. 10°hooded cross-linked pe liner was seated. +7, 32mm head gave good range of motion and stability. No product was returned to zimmer biomet for in-depth analysis, according to the information received the location of the device is unknown. Root cause analysis: device not identified and hence root cause analysis utilizing the applicable risk documents cannot be completed. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer biomet implant and is continuously monitored and updated. Conclusion summary: according to the event, the patient underwent revision surgery of the acetabular components and femoral head due to loosening and dislocation of the cup after approx. 1.5 months in-vivo time. For the investigation of the case only implantation/revision surgery notes were received. No ref/lot numbers of the items were available. Explants were not received. No x-rays were returned for review. However, in the revision surgery report it is stated that excellent reduction was achieved and x-rays looked really very good at time of the implantation surgery ((B)(6) 2017). After the patient dislocated her hip again, it was realized that the patient's acetabulum was not really suited to an uncemented unfixable metal on metal component and therefore the plan was to revise this to a cross linked polyethylene acetabular component with an outer shell that could be screwed in place. In the absence of the ref/lot numbers, x-rays and explants it is not possible to come up with an exact root cause. Therefore, the most likely reason of the failure is non-indicated use of a product. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).